Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most likely cause of this complaint is considered to be an anticipated or random component failure rather than a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope's adhesive around objective lens and light guide lens was peeled. There was no patient involvement.